Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as updates from product investigation was received. Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. The patient also had symptoms of hypotension and a ball of puss forming at the corner of the incision site. The field representative believed that the patient was on intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. The patient also had symptoms of hypotension and a ball of puss forming at the corner of the incision site. The field representative believed that the patient was on intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.